Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose after announcing two consecutive ¿usual¿ dinners to the ilet instead of using a ¿more than¿ announcement for a large meal, while using a dexcom g7, and training settings had previously been adjusted during an illness and not reverted. Symptoms included thirst, tiredness during hyperglycemia, and dizziness, hunger, and weakness during hypoglycemia with a reported low of 54 mg/dl lasting about 30 minutes; high glucose was reported as ¿high¿ for 1¿2 hours. Outcomes included self-treatment of the low with juice and glucose gummies, no use of backup therapy for hyperglycemia, and no medical intervention or hospitalization. Investigation included review of synced pump and cgm data and user education on meal announcement and pump navigation. Investigation of this case revealed user-related use error regarding meal announcement selection and non-reverted training settings as contributing factors, with no pump alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and user decision related to therapy management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.